Event description:
It was reported that the power module was non-functional. The red battery alarm and yellow wrench indicator were on. The power module was removed from service.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module not functioning properly was confirmed. The power module (serial number: (B)(6)) was returned for analysis to the service depot with a pushed in ground pin of the lemo monitor connector, and a missing streamline cable and backup battery. The observed damaged and missing components would attribute to the power module alarming and not functioning as intended. The damaged components were replaced, and a streamline cable and backup battery were inserted into the power module. The unit was then functionally tested and passed all testing. Following testing the power module was sent back to the customer ready for use. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate power module (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 16may2016. Heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, and hm power module instructions for use (IFU) (rev. B) section 5.0, entitled ¿power module (pm) alarm conditions¿, cover all power module alarms, including the yellow wrench alarm and the hazard low battery red alarm, and the actions to take when an alarm occurs. Power module precautions are documented in the heartmate power module instructions for use (IFU) (rev. B) under section ¿precautions¿. Section 4.0, entitled ¿power module (pm) backup power¿, describes the usage of the backup battery and the power module visual indicators used to determine the status of the backup battery. Section 2.0, entitled "setting up the power module (pm) prior to use", explains how to set up the power module, including how to connect the backup battery. "Inspection, cleaning, and maintenance" explains the steps to properly maintain the power module and power module backup battery. Heartmate 3 instructions for use (rev. C) section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6- ¿caring for the equipment¿ explain how to properly care for all the equipment to prevent damage. Heartmate 3 instructions for use (IFU) (rev. C) section 3, entitled "powering the system" explains that the power module must be plugged into electrical power at all times. If the power module is without electrical power for approximately 18 hours or more, the power module backup battery may be damaged. If the power module will be unplugged from electrical power for an extended time, such as for transport for service or maintenance, disconnect the power module backup battery to prevent damage to the battery. Section f, entitled "safety checklists", provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.